Event description:
Reporter stated that pt was hospitalized in 2004 for three days, with high blood glucose (1,200 mg/dl) -- treatment received: insulin drip. Sixteen days later, pt became unconscious due to low blood glucose (18 mg/dl). Paramedics treated pt with glucagon injection and dextrose. Following month, the pt's blood glucose dropped again (46 mg/dl) and pt was taken to hosp where they were treated with glucagon and food, and released the same day with a blood glucose of 230-240 mg/dl.